Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 230 mg/dl. Customer stated buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.